Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a faulty battery. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 4feb2019. Date rec'd by MFR: 1feb2019. The manufacturer¿s international service technician confirmed the reported issue. The device was plugged into (alternating current) ac power, the screen (light emitting diode) led light is not bright . The manufacturer¿s international service technician replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.